Event description:
Complainant alleged that during an inspection, the analyze button on the device did not function. Complainant indicated that there was no pt involvement in the reported malfunction.